Event description:
It was reported that a spectrum pump had a persistent door latch error. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification due to constant door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.